Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. The first cylinder had a broken and detached fabric threads from wear in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end and middle of the cylinder. During the leakage test, a bulge was found in the proximal end of the first cylinder when inflated with syringe. The second cylinder had wear at fold in the proximal end and middle of the cylinder. No leaks were found in the second cylinder. The ms pump was microscopically inspected, leak and functionally tested. The ms pump kink resistant tubing (krt) had wear. The ms pump passed both leakage and functional tests. The spherical reservoir was microscopically inspected and tested for leaks. The reservoir had wear at a fold in the shell. No leaks were found in the reservoir. Based on the information available and the analysis results, the reason for the mechanical issue could not be confirmed; however, the bulge identified in the first cylinder would have contributed to the mechanical issue. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted.